Manufacturer narrative:
UDI: (B)(4). Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the sticky trigger issue was related to normal wear and the cracked saw head locking was related to a design issue. The assignable root cause of the sticky trigger was determined to be due to wear from normal use and servicing and the cracked saw head was due to design, construction/design false, defective. The issue related to the cracked saw head locking has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by spain that during service and evaluation, it was determined that the trigger of the battery oscillator device was sticky. It was determined that the saw head locking mechanism was cracked. It was further observed that the device would not run, and the motor was damaged. It was further determined that the device failed pretest for check saw blade coupling, trigger test functional test and check trigger and electronic control unit (ecu) function. It was noted in the service order that the device did not work. It was reported that the surgery was completed with a spare device or sutured by hand; however, it was not specified whether the event occurred during surgery. There were no reports of patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from 5/9/2019 to 5/20/2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.